Event description:
It was reported that a remote transmission indicated that an alert had triggered for rv (right ventricular) defibrillation lead impedance out of range on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.